Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhm366 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: - did the needle break into 2 pieces and then also separated from the suture thread? Or -did the whole needle pull off / separate from the suture thread? The needle pulled off of the thread. Confirm the total qty involved with reported issue during 1 single patient event/1 procedure? The incident is occurred with 6 devices during the same procedure. Any patient consequence/ae outcome as a result of event report? The consequence reported is a extended time of anesthesia. The extended time is unknown. Was procedure completed successfully? And how? The procedure has been finished by changing the closing technique. Note: events reported via 2210968-2019-81161, 2210968-2019-81162, 2210968-2019-81163, 2210968-2019-81164, 2210968-2019-81165, 2210968-2019-81166.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When the surgeon wanted to close the incision with the device, the needle pulled off from the thread. The procedure was completed by changing the closing technique. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional: it was reported performance pull off - suture needle. Seven unopened samples of product code pdp1923, lot mhm366 were returned for analysis. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 6 device issues captured in 2210968-2019-81162, 2210968-2019-81163, 2210968-2019-81164, 2210968-2019-81165 and 2210968-2019-81166. Analysis results have been included in follow-up reports for each.